Event description:
Caller states that two patients received the following readings when comparing two inform meters within 10 minutes: 405 mg/dl, 325 mg/dl (patient a, inform system; 174 mg/dl (patient b, inform system 2); 119 mg/dl (patient a, inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the patient b, inform system 2. Reference medwatch with (B)(6) for patient a, inform system 2. Reference medwatch with (B)(6) and (B)(6) for inform system 1.